Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of foreign material on forceps elevator was confirmed. Based on the results of the investigation, olympus could not identify what the foreign material was or why the foreign material remaind on the forceps elevator. It was presumed that the foreign material remaind because the reprocessing could not be completed properly due to leak failure. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures as to the handling methods of the subject device, we checked the contents written in the instruction manual and found the following descriptions. Physical damage might be prevented by following these descriptions. [Warnings and cautions] ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the duodenovideoscope exhibited the forceps-wire had foreign objects. There were no reports of patient involvement.